Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged knife wire could not be identified. However, the issue was likely caused by the following mechanism: 1. The cutting wire (where wire coating was torn) encountered the distal end of the endoscope when the forceps elevator was raised. 2. Under the circumstances described above, an electric conduction was then activated. This caused the cutting wire to become instantly hot at the contact point. As a result, the cutting wire broke. Furthermore, a likely factor causing tears of the coated portion of the cutting wire is as follows: the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was rubbed by encountering the metal area of the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the sphincterotome knife wire was broken at the sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v cover broke while being used inside a patient. The issue occurred at the beginning of a therapeutic endoscopic sphincterotomy and endoscopic retrograde cholangiopancreatography. A sphincterotome from a different lot was used in which the cover also broke. The procedure was completed using a dilation balloon after the second device failure. This caused a 20-minute extension of the procedure, but there were no reports of patient harm, no reports of any problems to the patient's condition, and no impact to the patient whatsoever or the scheduled patient discharge. This event is reported under the following patient identifiers: (B)(6) ¿ single use 3-lumen sphincterotome v, lot 2yv. (B)(6) ¿ single use 3-lumen sphincterotome v, lot 2zv.